Event description:
It was reported that during a low anterior resection procedure, the device did not cut completely. Another like device was used to complete the operation. There was no patient consequence.